Event description:
It was initially reported the infusion device displayed an e7 electronic error. No physiological effects were reported. The infusion device was returned, and the complaint was verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect led to the problem. The acoustic and visual alarm functions are not affected.

Manufacturer narrative:
The event occurred in (B)(6).